Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7114298.

Event description:
It was reported that the patient developed a fever after a trial procedure. The cause of fever was unknown and the physician believed that it was not procedure related. The patient underwent a lead removal and was doing well post-operatively. The explanted leads were not returned.